Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states that the device feels very hot at the bottom, patient states he is uncomfortable while using the device, the air pressure seems to be very forced. Patient also states about three days ago she was unable to turn off the device and had to unplug it in order to shut off device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.